Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's reservoirs were leaking. The customer stated that there were leaks in the transfer guard and plunger areas. The customer also stated that she was able to smell insulin in the reservoir compartment. Nothing further was reported.